Event description:
It was reported that the patient was implanted for left side pain and it was working fine to address the pain it was implanted to treat. It was noted that the patient had new pain on the right side and the reporter was trying to address the new pain by reprogramming. It was noted that the reporter tried to use 6 ad 7 to program but the patient did not get any therapy on the right side. It was noted that the patient was currently programmed at 2 anode, 3 cathode, 450 microseconds, 60 hertz and 3 volts. It was noted that impedances were run at 1.5 volts, 210 microseconds and 30 hertz. It was noted that pairs involving contacts 6 and 7 were over 4000 ohms.

Manufacturer narrative:
Product ID 399930, lot# j0526939v, implanted: 2005 (B)(6); product type lead product ID 748925, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 748925, serial# (B)(4), implanted: 2004 (B)(6); product type extension. (B)(4).